Event description:
Procedure: l.ant resec w/end-end anast. According to the reporter: the instrument could not be fired, and the cartridge could not be removed from the device. Another device was used to complete the procedure. Surgery time was extended by more than 30 minutes.